Event description:
A report was recieved that the patient had an infection at the ipg site. It was noted that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure.